Event description:
It was reported while testing with a bd facs¿ sample prep assistant the absolute counts are low for first 6 patient samples. There was no patient impact. The following information was provided by the initial reporter: absolute counts are low for the first ~6 samples and then they start looking normal. They have tried priming numerous times prior to running but this does not help. Patient samples checklist: 1) are there erroneous results on patient samples from diagnostic test? Yes. 2) was there any delay of treatment due to the issue? No. 3) if patient samples were redrawn, was there any change or delay to treatment? Not applicable. 4) was there any physical harm/injury to the patient due to the issue? No. (B)(6) : (B)(6) 2021 19:12:38 (gmt) reviewed, pending wo. Material no: 650686 serial no: (B)(6). It was reported that the absolute counts are low for the first ~6 samples. (B)(6): (B)(6) 2021 22:26:25 (gmt). Is instrument assurity linc enabled? N. Customer problem: absolute counts are low for the first ~6 samples. Chronically the first six, or so, samples have low cbc absolute counts. The have tried priming numerous times prior to running but this does not help. Steps taken with customer/troubleshooting: none, she mentions the fse was there yesterday for the exact same issue. Next steps (if necessary): dispatch. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? N. Resolution achieved (y/n)? N. Follow up required (y/n)? Y. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a. (B)(6): (B)(6) 2021 22:20:59 (gmt). Absolute counts are low for the first ~6 samples and then they start looking normal.

Manufacturer narrative:
After further review MFR#2916837-2021-00049 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with a bd facs¿ sample prep assistant the absolute counts are low for first 6 patient samples. There was no patient impact. The following information was provided by the initial reporter: absolute counts are low for the first ~6 samples and then they start looking normal. They have tried priming numerous times prior to running but this does not help. Patient samples checklist. Are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay to treatment? Not applicable. Was there any physical harm/injury to the patient due to the issue? No.